Event description:
While servicing the ventilator, the manufacturer's service technician reported the ventilator log history indicated there had been an occurrence of a gas supplies lost: safety valve open alarm. There was no such event or patient harm reported by the customer at the time of the noted occurrence. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The service technician was unable to duplicate a loss of both gas supplies. Performance verification testing was completed and all testing passed to operating specifications.